Manufacturer narrative:
MFR received date: 23oct2019. After numerous attempts to obtain information on the repairs and part returns of this device with no clarification from customer, this complaint is being closed. If further information is obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported navigation ring failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported navigation ring failure. There was no patient or user harm reported.